Event description:
It was reported to philips that the product support engineer is troubleshooting a battery issue with customer. It is unknown if the device had patient involvement at the time the issue was discovered, there was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Upon further investigation, it has been identified that this is a duplicate of an existing complaint for which MFR report number 2031642-2022-01219 was previously submitted. This complaint will be closed as a duplicate and all of the relevant event information will be reported under MFR report number 2031642-2022-01219.